Manufacturer narrative:
The affiliate indicated that when the package was opened, a foreign body was noticed inside the packaging. Foreign body was "fluffy, and cardboard like." They opened a second box of the same lot and it had the same foreign body inside the packaging. Foreign body was noticed as package was being opened. Device was not used for the case. The device had been stored in the lab before being opened. All products are stored in scan module trolleys. Products were in a cupboard, closed up which can be pulled out. The product itself was fine. Foreign body was not inside the introducer. The product was not clinically used. One non-sterile csi and four sterile csis were received inside their tray. The non sterile tray had an attached a plastic bag with a foreign material inside, appears to be a cardboard. No visual anomalies were found on the returned components. One of the four sterile returned csis had a loose foreign material, the material appears to be a cardboard. No visual anomalies were found on the returned components. (B)(4) analysis was performed to the foreign material in order to be identified. The resulting spectra showed that samples (contaminations) exhibits characteristics infrared bands associated with cellulose specifically cardboard or paper. In addition, unknown spectrum was compared to the reference spectra of cardboard and matched the distinctive bands. In conclusion the foreign material most probably correspond to cardboard. Review of lot 15420629 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The foreign material reported inside the sterile tray was confirmed during analysis. Based on the analysis this material most probably correspond to a cardboard. The cause or the origin from this contamination could not be determined since during the entire manufacturing process does not exist this type of material (cardboard). Even that the cause or origin of this contamination could not be determined; the event can be related to the packaging process. A risk assessment was initiated to evaluate this issue.

Event description:
The affiliate indicated that when the package was opened, a foreign body was noticed inside the packaging. Foreign body was "fluffy,and cardboard like". They opened a second box of the same lot and it had the same foreign body inside the packaging. Foreign body was noticed as package was being opened. Device was not used for the case. The device had been stored in the lab before being opened. All products are stored in scan module trolleys. Products were in a cupboard, closed up which can be pulled out. The product itself was fine. Foreign body was not inside the introducer but the customer was concerned that the product might not have been sterile if this was in the packaging.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2012-00085, 9616099-2012-00227, and 9616099-2012-00228. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.